Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. The vision stent delivery system (sds) and guiding catheter used were not returned for analysis, which may have aided in the investigation and determination of cause. It is possible the sds was not properly supported during advancement in the guiding catheter, resulting in the shaft kinking and further contributing to resistance during advancement/retraction. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are visually inspected and checked for crimped stent profile. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. This type of reported event will continue to be monitored.

Event description:
It was reported that the procedure was to treat a 99 percent stenosed lesion in the proximal right coronary artery (rca) with moderate tortuosity and moderate calcification. Pre-dilatation was performed. During advancement of the vision stent delivery system (sds) toward the rca, resistance was noted inside the guiding catheter; therefore, the sds was removed. During removal, resistance was also noted, and it was observed that the proximal shaft was kinked. A new vision was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.